Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
(B)(6) year old, female patient with a tortuous anatomy (the bifurcation was narrow, calcified, and common iliac had lots of plaque). The zenith flex main body was able to go into position after dilating with coons dilators. As the physician started to deploy the device, the hub and valve separated from the sheath. That led to lots of blood loss. The device continued to leak blood until the procedure was completed. It bled continuously for an hour and a half to two hours. A full 3 piece aaa system was successfully placed. The patient was given a blood transfusion and pharmaceuticals to keep blood pressure up. Also, due to calcification, there was a tear in the iliac which resulted in additional blood loss. Additional stents from another manufacturer were used to repair the torn iliac. The patient did ultimately expire. Update 10/24/2014: during case consultation, rep advised user that this was going to be an extremely difficult case, and that it was more than likely that the case may have to be converted to an aui. The main concern was the tight bifurcation and high calcification within the iliacs. Physician deployed a 9x59 covered icast stent in right common iliac prior to aaa procedure. Main body aaa device was advanced up the left. The bifurcation was narrow (approx 11mm) and calcified. Both common iliacs contained significant amount of plaque. External and femoral were contained relatively little plaque, however, were around 7mm in size. The patient's iliacs were tortuous. The left common iliac from the angle of the bifurcation, angulation was severe. The patent was dilated with coons set from 16fr to 24fr. No notable issues during dilating process. Upon insertion of main body, external pressure was required on the patient's belly in order to advance device into the aorta. Device was positioned, angiogram taken, renals marked on the screen, then device started to be deployed. At the time of deployment, rep noted that physician was experiencing difficulty on sheath pull back. Rep was looking at screen and physically heard the physician express concern and noted the sheath broke. This was during initial sheath pullback, rep not sure if even the first seal stent was released, possibly only top cap exposed on sheath pullback. At that point, physician expected blood loss and cinched up around sheath with vessel loops and red tube and clamped with a pair of hemostats. They also put a circular clamp on the sheath to minimize blood loss. Rep observed that blood was dripping out at this point, however, a pretty constant drip. At that point, the main body was deployed to contralateral gate. Contra gate was canulated within 30 to 40 min successfully deployed contralateral limb. Then ipsilateral limb was successfully deployed. Upon retrieval of top cap, gray pusher was fully docked, and upon removal subassembly the top cap caught on suprarenal. Pause was taken, system was advanced and rotated and then successfully removed. During removal of subassembly, the sheath was clamped prior to full removal of subassembly, in order to minimize blood loss. At that point, the user intended to swap out sheath with a sheath on the shelf. During removal of sheath, resistance was felt, it was noted by the user that the intima of the vessel contracted on the sheath, facilitating a tear on the iliac. The user expressed concern over removing the sheath, because he believed that it would lead to a free tear of vessel and a life threatening amount of blood loss could result at that point, the user debated rather to stay endovascular or to convert to open. He decided to perform an open procedure. The user asked the rep to contact another physician to assist. The contacted physician presented and assisted in completing deployment of the tri fab system. The main body sheath was not removed until the contacted physician presented, approximately 10 minutes after call. The contacted physician advised to abandon open procedure, and remain endovascular via advancing a coda balloon on the contralateral side to above the bifurcation, and inflate balloon. At that point, the main body sheath was removed and the ipsilateral limb was successfully deployed. Placement of zenith limb did not cover tear of external iliac. Two 9x59 icast stents and a 13x5 viabahn stent were deployed within the external and to the femoral head. A 12x4 balloon was used to expand icast stent to 12mm for sealing purposes. Upon deployment viabahn, it was noted that patient's blood pressure began to drop significantly, no pulse could be found, and chest compressions were started. The patient was unable to be revived. Blood pressure began to drop during the procedure, as the rep recalls approximately during the time that the main body sheath was being removed. The rep recalls that units of blood (qty unknown) were given during the procedure and that vitals were primarily stable for a while, due to administration of pharmaceuticals by the anesthesiologist. An unintended section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did expire during this procedure.